Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, the supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-05614, 05616, 05617 and 05619 for the other associated device info. It was reported to boston scientific corp that five radial jaw hot single-use biopsy forceps were used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, during the polyp removal procedure, the forceps would not get hot to coagulate the tissue. Four add'l radial jaw hot single-use biopsy forceps were used and had the same outcome. The procedure was completed with a different biopsy forceps device without cautery. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.